Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia vamf3838c200te stent graft was implanted in the endovascular treatment of a 68mm thoracic aortic aneurysm. It was reported on the date the patient returned for follow-up, a type ib endoleak was seen, a vam3838c100te stent graft was implanted as treatment on the same date. Follow-up CT a month later showed the endoleak again. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received: it was noted that a type ia endoleak was visible but that it was unknown if the second endoleak observed was a type ib or a type iii endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported endoleaks were confirmed on the films provided; however the type or cause of the events could not be determined. The distal endoleak first observed after the index procedure was most likely to have been a type ib endoleak. It is possible that the patient¿s angulated and dilated aortic anatomy may have contributed. It is possible that the contrast leakage noted in the dilated area of the aorta further proximally may have been a type ii endoleak from a collateral vessel or related to the false lumen of the small dissection noted proximal to the stent graft. A type ia endoleak appeared less likely from the films provided. After implantation of the interventional device, while a type iiib endoleak cannot be ruled out it would be less likely to have occurred so soon after the index procedure. It is also possible that a minor type ib endoleak continued in the distal area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.